Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The proglide instructions for use (IFU) state, under: special patient populations "the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site." And under indications for use "the perclose proglide 6f smc system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath."

Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: diminished leg pulses, occlusion. It was reported that a technician trained in the use of the perclose proglide device achieved arteriotomy closure of a heavily calcified proximal superficial femoral artery after a diagnostic procedure. Reportedly, after uneventful arteriotomy closure, the patient experienced diminished pulses of the leg. An angiogram of the vessel revealed that calcified plaque became loose causing an occlusion that restricted blood flow. The vessel was surgically patched restoring complete blood flow. There were no reported adverse patient sequelae. No additional information was provided.